Event description:
Customer reported issues with the insulin pump. Customer states that there is a sensor error and the insulin pump is alarming. The blood glucose reading is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specifications due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.